Event description:
Had breast implants installed in (B)(6) 2016. I immediately felt unwell. I lost my job as a welder due to doctors visits and missing work. The headaches went away, I'm sure this was because my body couldn't handle the foreign objects in my body and the welding fumes at the same time. It wasn't until (B)(6) 2020 it became so bad, I just wanted to die. It never dawned on me, it was the implants. I had them removed (B)(6) 2020. Within the 1st week I was able to sleep through the night. Before I was up 5 times at least to pee nothing but drips. No more headaches. My skin looks 10x better, I'm pooping daily again. Anxiety and irritability-gone. I feel like I got my life back. How dare you allow drs to put these implants into people. I thought our country was smart and protected its people. You've failed millions on us and you owe us the years that were taken and the deformities and illnesses, we now have to live with until death. FDA safety report ID# (B)(4).